Manufacturer narrative:
Device evaluated by manufacturer: a detailed examination of the crimped stent, found that the proximal edge of the stent had its struts bent back distally. No other damage was noted with the device. There were no kinks along the entire length of the shaft. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the de novo, eccentric, 4.0x24mm target lesion located in the left anterior descending artery. Pre-dilation was performed and a 4.0x24mm liberte bare metal stent was advanced to treat the target lesion, but was unable to cross the lesion. The procedure was successfully completed with a different device. No patient complications occurred and the patient's condition was listed as stable. However, analysis of the returned product revealed that there was stent damage.